Event description:
The customer states back to back readings of 450 mg/dl on his meter and 119 mg/dl on hospital meter. The customer states he went to the hospital at this time as he was feeling sick, but states he thinks this was due to a viral infection, not the suspect value. Return requested and replacement was sent.